Event description:
It was reported during the surgery, when surgeon assembled the extension piece with the gmrs adapter he noticed that the morse male taper of the extension did not enter totally in the morse female taper of the adaptor. Surgeon disassembled the implant and noticed two circular marks on the morse male taper of the extension. As another adaptor was not available and the implant was too long, the surgeon ended the surgeon by replacing only the extension with a 50mm+60mm (110mm) ones and these were perfectly assembled.